Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included penicillin allergy and bloating when eating metformin hydrochloride. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30 100 u/ml) via reusable pen (humapen ergo ii) 28 units each morning and 26 units at night subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2016. In (B)(6) 2016, nine months after started human insulin 70/30 she was hospitalized due to high blood glucose (values not provided). Further hospitalization details and laboratory findings were not provided. Additionally on (B)(6) 2017, she adjusted 2 units for supplemental injection due to the pen breakdown ((B)(4)/ lot 1504d03). Information regarding corrective treatments and outcome of the events was not provided. Human insulin 70/30 was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The device model duration of use was approximately 13 months and the suspect device duration of use was approximately nine months. The action taken with the humapen ergo ii was not provided and its return was not expected. The reporting consumer did not known if the events were related to human insulin 70/30. However the reporting consumer assessed the event of incorrect dose administered was related to humapen ergo ii. Update 09mar2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 16-mar-2017: product complaint number was received on 07-mar-2017. Narrative was updated. No other changes were performed.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that in (B)(6) 2017, the dose knob of her humapen ergo ii device slid down too fast when it was pressed. Previously, in (B)(6) 2016, she was hospitalized due to increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1504d03, manufactured april 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient. Medical history included penicillin allergy and bloating when eating metformin hydrochloride. Concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30 100 u/ml) via reusable pen (humapen ergo ii) 28 units each morning and 26 units at night subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2016. In (B)(6) 2016, nine months after started human insulin 70/30 she was hospitalized due to high blood glucose (values not provided). Further hospitalization details and laboratory findings were not provided. Additionally on (B)(6) 2017, she adjusted 2 units for supplemental injection due to the pen breakdown (pc3927127/ lot 1504d03). Information regarding corrective treatments and outcome of the events was not provided. Human insulin 70/30 was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The device model duration of use was approximately 13 months and the suspect device duration of use was approximately nine months. The action taken with the humapen ergo ii was not provided. The device was not returned to the manufacturer. The reporting consumer did not known if the events were related to human insulin 70/30. However the reporting consumer assessed the event of incorrect dose administered was related to humapen ergo ii. Update 09mar2017: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 16-mar-2017: product complaint number was received on 07-mar-2017. Narrative was updated. No other changes were performed. Update 31mar2017: additional information received on 31mar2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(4) (EU/(B)(4)) device information. Added date of manufacture. Corresponding fields and narrative updated accordingly.